Manufacturer narrative:
No testing was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that while in the planning task of the case, a medtronic representative (rep) noticed that when looking at the plans in the full screen ¿frame¿ view, the left and right view option on the bottom left did not auto-switch to match the stn-left or stn-right plans automatically. It was noted that the labels that appeared may mislead a user into thinking they are looking at the wrong side of the plan. The rep selected a stn-right plan in the ¿left¿ view, but the view did not automatically switch to ¿right¿ to match it. Instead, it continued to display it as ¿left.¿ the rep confirmed the values in the settings were correct despite the wrong label displaying in full screen. This resolved the issue. There was no surgical delay to the case, and there was no impact on patient outcome.